Event description:
Impactor broke, causing a 30 minute surgical delay.

Manufacturer narrative:
Examination of the submitted instrument confirmed the reported breakage. The root cause is attributed to customer misuse. No corrective action required, as a pervious corrective action has been implemented to address this type of failure. Depuy considers the investigation closed at this time. Should additional information be received, the investigation will be re-opened.